Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 11 september 2020 lot 140773: (B)(4) items manufactured and released on 17-apr-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: hip revision surgery performed 4 years and 9 months after primary total hip arthroplasty in an active patient. Radiographic images provided show the presence of a radiologically loosened stem and signs of stress shielding. No radiographic history is available to judge the initial position and dimension of the stem. No comments were given as to the possibility of an infection being active. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined. Preliminary analysis performed by r&d project manager: is visible that the implant is covered with biological fluids, based on the pictures received, it is not possible to determine the root cause at this phase.

Event description:
Revision surgery performed due to stem loosening after 4 years and 8 months from the primary. The patient is very active, what could be a reason for the stem loosening. The stem and the head were revised.